Event description:
A patient reported inaccurate results with a one touch meter. On the day of the event, patient claims that meter displayed a blood glucose level "in the 90's to 100's". Patient reported experiencing shakiness. A neighbor, who is a nurse, advised patient to go to hospital. Patient drove their own car to the hospital, where the blood glucose was found to be 417mg/dl in the ER and 398mg/dl by the lab. Patient was treated with an unknown dose of insulin and released home. Patient has been reportedly cleaning meter with alcohol, a practice warned against in manufacturer owner manual. Meter memory downloaded results display a blood glucose level of 258mg/dl at 09:22 am on the day of the occurrence. Shakiness has never been medically reported in association with hyperglycemia. No information about patient's blood pressure at the time of event. No further information available to support patient report. Meter has been replaced.